Event description:
Reporter indicated that his handheld device would not hold a charge very well. The physician would not have any issues when he used it, however, he has to keep it plugged in all the time when not in use and is only able to use it for a few pts prior to the battery dying. The handheld was replaced and the physician's handheld was returned to the MFR for product analysis. The handheld has been received, however, device eval has not been completed.